Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- b1, h1: the device was returned (B)(6) 2021. Physical examination of the returned device showed damage to the dilator tip. The transition between the sheath and dilator was smooth, and the sheath did not show any splitting or other damage. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous transluminal angioplasty and using a performer introducer, access was gained from the femoral artery, and there was a small gap between the introducer and the dilator. The physician still used the device during the procedure, although with some difficulty. The tip of the sheath was split. The patient's skin was noted to be a little fibrosis. No adverse effects were reported due to the alleged malfunction.